Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
At bench repair it was found that there was no audio from the mx40. There was no patient involvement.